Manufacturer narrative:
Field correction: this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge her scs ipg for approximately a year. As a result, the patient's ipg became inoperable. An sjm representative met with the patient and confirmed communication could not be established with external devices. Additionally, it was reported the patient's ipg was explanted and replaced on (B)(6) 2014. The patient's stimulation has reportedly been restored post-operatively.

Manufacturer narrative:
Results: ¿charging / communication, patient did not recharge¿ was confirmed: as received the ipg did not communicate with a lab patient programmer or with the lab blue screen utility. According to the eon mini dfu review, there is adequate information for preserving the ipg when not in use. The dfu, page 79, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.